Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was prescribed oral antibiotics (dates not reported). Subsequently, on (B)(6) 2015, the patient underwent skin graft surgery at the abutment site, the abutment was removed and the site was sutured closed. The implanted device remains.